Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemostasis valve leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a hemostasis valve leak occurred. During the case a slight blood leak was observed from the hemostasis valve. The sheath was not replaced and the procedure was completed. There were no adverse patient consequences.